Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar forceps popped while the surgeon was suturing and then was no longer functioning. The customer reported it appeared that one of the mechanisms of the instrument broke when in use. The force bipolar had been inspected prior to the start of the case and found no defect. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument appeared to be broken in the area just below the bipolar grasper and the long arm of the instrument where the working mechanisms were housed. The issue occurred when the surgeon attempted to open and close the jaws and it was found that the jaws felt ¿stuck¿. The instrument did not collide with any other instrument and there was no fragment that fell into the patient¿s anatomy.